Event description:
The cauteries were handled by non-clinical inventory staff to add bar code label to the pouch for tracking within the hosp. They were then put in a bin. Clinical staff handling the cauteries by picking them up out of the bin and were carrying them in their hands when the switch was pressed and the cautery activated.